Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not bootup. The system was outside clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the system log files showed that the network connection was lost and there was a network error. Upon troubleshooting, fse found the problem was caused by an internal network failure on the host pc. To resolve the issue, fse replaced the ethernet switch. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome.